Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-apr-2025 it was reported by the local sales rep that the end user was hospitalized for diabetic ketoacidosis (dka) due to elevated blood glucose (bg) levels of 600 mg/dl. The user was treated with insulin in the hospital and discharged on (B)(6) 2025. No long-term effects were reported. The user resumed use of the ilet following discharge.